Manufacturer narrative:
(B)(4). Medical device: batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported by the sales rep that seven days post op to a robotic lower anterior resection the patient presented with fever and nausea. An exploratory procedure revealed an anastomotic leak. A wash out and diversion were performed. The patient is currently hospitalized.